Event description:
The customer reported skin redness on pts following defibrillation with pads. No other unexpected pt impact was reported.

Manufacturer narrative:
(B)(4): the customer reported skin redness on pts following defibrillation with pads. No other unexpected pt impact was reported. This complaint is still be investigated. A f/u report will be submitted upon completion of the investigation.